Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's mother reported that on an unspecified date/time customer received an unspecified reading from her adc blood glucose meter which was lower than an unspecified reading obtained on an unspecified "non adc meter". Customer further reported customer was brought to a hospital and was treated with an "insulin drip". No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.